Event description:
User facility reported that the device was in use with pt and the end of the epidural catheter broke off. Add'l info regarding patient outcome and treatment details have been requested and not received at this time. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the manufacture will file a follow-up report detailing the results of the eval.